Manufacturer narrative:
Evaluation results - visual inspection of the returned product found the lens optic torn. There was evidence of clear surgical residue. Conclusion - no conclusion can be drawn - based on the complaint history and the evaluation of the returned product, a specific root cause of the event could not be determined. It should be noted that the injector and cartridge were not returned for evaluation.

Event description:
It was reported that the surgeon attempted to insert a cq2015 collamer three piece lens, but one haptic tore. There was no patient contact.